Manufacturer narrative:
Findings: unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor (gold).motor passed motor test. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during basal. Customer's blood glucose was 300 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer reported they are able to complete pump rewind. The customer did not reported motor position encoder alarm. The customer received 2 motor errors within the last 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.